Manufacturer narrative:
At this time, the customer has not requested getinge to evaluate the iabp. A supplemental report will be submitted upon completion of our investigation. The full event site name is (B)(6).

Event description:
It was reported that during use on a patient the cardiosave intra-aortic balloon pump (iabp) had a blackout occur due to system error, it was recovered by restarting and replaced with another device. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
(Event site state): (B)(6) (event site postal code) (B)(6). A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue; however, as a precautionary measure the fse replaced the video generator, coil cord, backboard, executive processor pcba , and then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.